Manufacturer narrative:
(B)(4)

Event description:
It was reported during a scheduled follow-up, several episodes of auto mode switching were observed due to noise on the atrial channel. Noise was reproducible with evocative maneuvers. The physician scheduled a new follow-up in three months. There were no consequences for the patient and the patient is not pacemaker dependent.